Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The product mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was returned for alleged cosmetic damage battery compartment on (B)(6) 2024. Unable to perform self-test due to unresponsive keypad. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unable to download files using thus software due to unresponsive keypad. Unresponsive keypad due to corroded keypad traces. Unit received with physical damage at cracked battery tube threads, cracked case at battery tube side and fading serial number label. The p-cap locks properly into the reservoir compartment. Unresponsive keypad was confirmed problem isolated to corroded keypad traces. Unit received with physical damage at cracked battery tube threads, cracked case at battery tube side and fading serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.